Event description:
A report was received that the patient, who was newly implanted, experienced difficulty charging and difficulty locating the ipg with the charger. It was discovered that the ipg was flipped which was confirmed through x-ray. The patient underwent a revision wherein the ipg was placed in a correct position. The patient was doing well postoperatively.